Manufacturer narrative:
(B)(6). This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device remained implanted in the patient. Device explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent an open reduction internal fixation (orif) of grossly comminuted distal femur with variable angle condylar plate. It was noted that the patient left the facility against medical advice (ama) after this procedure. On (B)(6) 2018, the patient had surgery for non-union distal femur status. The patient was reported to have delayed healing and decreased range of motion (rom). The patient underwent a knee scope due to this. It was discovered the patient had arthrofibrosis and as a result the surgeon did an arthroscopic debridement. The hardware (a condlyer plate and unknown quantity of screws) was intact and were not removed from the patient. The surgery was completed successfully with no harm to the patient. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: MFR site: physical manufacturer is unknown as the part and lot number of the device is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.